Event description:
The pump was returned to animas. Product analysis evaluated the pump and found that the battery cap threads were stripped. This report is made based on the results of evaluation.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump history showed multiple power events had occurred. The pump was examined and found that the battery cap threads were stripped; the returned battery cap was unable to be used during investigation. A test cap was inserted and the pump was able to exercise for 24 hours without power issues. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).